Event description:
It was reported that the patient underwent a cervical corpectomy and fusion at c4-6 using a strut graft and rhbmp-2/acs. Post-operatively, the patient is reported to have developed massive neck swelling, very thick, viscous tracheal and bronchial secretions, major airway problems, and required tracheostomy.

Manufacturer narrative:
A review of the certificates of analysis and packing list for the infuse bone graft, did not reveal any non-conformances to specification, which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.